Event description:
It was reported that an asymptomatic patient presented in the operating room for valve surgery. Externalized conductors were observed. No electrical anomalies were detected. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.